Event description:
It was reported that the patient developed pocket infection following a bi-ventricular system implant. The system was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.